Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A health care professional reported that irrigation/aspiration (ia) did not aspirate during cataract and vitrectomy combination surgery. The procedure was completed on same day by replacing the product with new one. There was no patient impact.

Manufacturer narrative:
Additional information provided in d.9, h.3, h.6. And h.11. The used anterior pak was visually inspected, and no obvious defects were found. The inner diameter (ID) tabs and the infusion chamber were intact. The small parts tray was not returned. The returned irrigation and aspiration (I/a) manifold, connectors, and components were found to be in good condition. The irrigation and aspiration (I/a) connectors and luer were connected to the cassette and handpiece without any interference. No damage was found on the elastomer. A calibrated console representing the current software version was used to test the product. The product could prime and tune with the handpiece successfully. The irrigation and aspiration pressure were measured and met specification. No message code appeared on the screen. Fluid flowed from balanced salt solution (bss) to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. The cleaning process was able to be performed after functional test was completed. The product passed functionality. We were unable to replicate the customer's experience during laboratory evaluation. The investigation conducted a non-conformance review of the reported lot number. No deviation were identified that would have contributed to this event and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event as the product functioned per specifications. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint, therefore no action will be taken for this occurrence. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).